Event description:
The customer reported that the ventilator 'suddenly vibrated 10 seconds after starting it and transducer failure occurred." The device showed "alarm xdcr failure," "alarm failure," "alarm motor failure," one after another. No pt harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Device received, evaluation is in progress.

Manufacturer narrative:
This malfunction interrupted patient care and will be treated as patient involvement. Device evaluation: the vela turbine assembly with turbine interface printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was isolated to the turbine interface interface printed circuit board assembly (pcba) and was able to be duplicated. At this time, carefusion will track and trend this reported issue and internally investigate the situation.